Manufacturer narrative:
H10 - one used list# 142560488, primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. Lot# unknown was received for evaluation.the complaint of leakage on the returned used 142560488 primary plum set could be confirmed. The product was tested per product specification. There was a leak from both the inlet and outlet filters. The leaks appeared to seep through filter vent material from various locations. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. Filter vent leaks are currently under further investigation at the manufacturing location. A device history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been returned for evaluation. Investigation is pending.

Event description:
The event involved a plumset where a leak of carboplatin was noted at the micron filter after one hour of infusion. There was patient involvement, and no report of adverse event.